Event description:
During acl repair, the screw broke internally and cracked on the side completely through. The 8mm screw was used in a 10mm femoral tunnel with a b-t-b graft. The pt had normal bone. A minor delay resulted. The internal pieces of the calaxo had to be removed, using graspers and a blade. It was confirmed a tap of equal size to the screw was used. A metal screw was then used inside the damaged screw to provide fixation. No pt injury or complication took place.

Manufacturer narrative:
Device is not being returned for evaluation; therefore, no determination could be made for the reported device failure.